Event description:
It was alleged that the patient was allegedly dropped to the floor when a the stretcher malfunctioned while the patient was being transferred from the operation table to the stretcher. It was alleged that the patient received a herniated/bulging disc and has pain in her neck, shoulders, arms, hands, back, chest, and fingers.

Manufacturer narrative:
Information surrounding a visual and functional inspection was not available. The device is not available for evaluation.

Event description:
It was alleged that the patient was allegedly dropped to the floor when a the stretcher malfunctioned while the patient was being transferred from the operation table to the stretcher. It was alleged that the patient received a herniated/bulging disc and has pain in her neck, shoulders, arms, hands, back, chest, and fingers.